Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No vibration anomaly was noted. No moisture damage was noted on the electronics or motor. The functional testing could not be performed due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, missing end cap sticker and stained address and serial number label.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 400 mg/dl. The mother stated that the customer sleeps with the insulin pump in a sports bra and may have been sleeping on her stomach. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.